Manufacturer narrative:
Date sent to the FDA: 05/08/2008. Vaginal button hole occurred - mesh exposure occurred - mesh exposure occurred - conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a sling procedure in 2008. During the procedure, a small button hole ws noted on the left side. The surgeon recognized it and repaired it. At the pt's three and one-half week post-operative visit, the mesh was found exposed at the site of the previous button hole. The exposure was located at the midline and measured one and three-quarter centimeters. The surgeon proposes resecting the exposed portion of tape, freeing, up and freshening the vaginal edges, and then re-closing.